Event description:
It was reported that a trained physician attempted arteriotomy closure using a starclose vascular closure system after an interventional procedure. The physician experienced difficulty removing the device from the patient who was obese. The physician pushed the vessel locator button and removed the device without further difficulty. Hemostasis was achieved with the device. At the puncture site, there was a little blood, but stopped after 3 minutes. On the vessel locator there appeared to be skin. The vessel locator wings were noted to be open when the device was removed from the patient. No patient injury or effect was reported. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and the lot information has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted.